Event description:
It was reported that during post op, a nurse noticed a hematoma at the pocket site. It was stated that the healthcare professional (hcp) decided to go in and remove the blood and stop the bleeding. It was stated that there were no alleged product issues. No diagnostic testing or troubleshooting was required. It was reported that the patient symptoms associated with the event were drainage/incisional wound opening, pain, and swelling at the device pocket. It was stated that the patient was alive with no injury. Additional information received reported that no cause was determined. It was reported that the patient was doing fine and receiving effective therapy. It was stated that nothing was ¿robed¿ so there was nothing to return.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).